Manufacturer narrative:
The distributor was not able to provide much information on the breakage, or the user. It was reported that the chair had been issued to multiple users prior to the incident.

Event description:
It was reported that the release head on the gas spring that controls the tilt of the chair broke, allowing the chair seat to tip back.